Manufacturer narrative:
E1- name and address: postal code: (B)(6). E3 - occupation: urology team lead. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy procedure, two ncircle tipless stone extractors "broke immediately" when opened for use. An unspecified ureteroscope and wire guide were used during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Additional information has been requested.

Event description:
Two different stone extractors were returned for evaluation 02jan2024. Device # 1 will be documented under this report. Device # 2 will be documented under patient identifier (B)(6). Both devices were used in the same procedure and the event description provided in our initial report is the same for both devices. Additional information was provided 10jan2024: the description "broke" was clarified to mean "the wires on the basket broke." A third same type device was used to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: evaluation: it was reported that the basket wires of two ncircle tipless stone extractors broke when opened for use. A third same type device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. This report addresses one of the extractors. The second device is reported under MDR #1820334-2024-00121. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The device was returned in its original pouch. Visual inspection noted the purple support sheath had separated near the handle, and the basket assembly had been removed from the device. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and recorded no related nonconformances. A lot history search found one other complaint for the same issue had been reported for this lot. All devices are inspected for functionality and damage during manufacturing and quality control checks. The two complaints were not sufficient evidence to conclude that other devices in the lot were nonconforming. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.